Manufacturer narrative:
This is a correction for the initially reported. The heater cooler system 3t in this report is being used for validation of a deep disinfection procedure conducted by a third party provider. Water samples taken by an independent laboratory prior to the deep disinfection procedure identified that the unit was contaminated with mycobacterium chelonae. The device was stored in a warehouse location for an extended period of time before being transferred to the validation site. No information was received about the routine maintenance of the device, or maintenance of the device while in storage in the warehouse. The device was not in use in a hospital. Following the deep disinfection procedure, the device is currently in quarantine until livanova (B)(4) receives clearance of the validation of the deep disinfection procedure in USA.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the facility livanova (B)(4) learned that the heater cooler system 3t has been in the warehouse for many weeks before it was transferred to the validation site. Livanova (B)(4) received the lab test report confirming the presence of mycobacterium chelonae. Once the deep disinfection procedure is completed the heater cooler system 3t will be kept in quarantine until livanova (B)(4) gets clearance of the validation of the deep disinfection procedure by the third party service provider in USA. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chelonae. The reported issue was found during the disinfection validation. There is no known patient involvement.